Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the error code was caused by a faulty hard drive. However, the specific cause of the faulty hard drive could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit error message e117 occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a faulty solid state drive the device was displaying the error message e117. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.